Event description:
While at patient's residence evaluating her for chest, back and abdominal pain, EKG electrodes failed to register a rhythm on monitor even after multiple attempts and new electrodes replaced multiple times. Finally after 10 minutes from initial patient contact, ran back to ambulance and open sealed cabinet and found 3m red dot electrodes as last attempt to get an EKG before calling lead medic and monitor registered; began assessment as soon as they were placed on pt. Electrodes were left with lead medic and a special report also filed.

Manufacturer narrative:
The following elements have blank data.

Event description:
While at patient's residence evaluating her for chest, back and abdominal pain, covidien (B)(6) EKG electrodes failed to register a rhythm on monitor even after multiple attempts and new electrodes replaced multiple times. Finally after 10 minutes from initial patient contact, ran back to ambulance and open sealed cabinet and found 3m red dot electrodes as last attempt to get an EKG before calling lead medic and monitor registered; began assessment as soon as they were placed on pt. Electrodes were left with lead medic and a special report also filed.